Event description:
It was reported that during an unknown laparoscopic procedure, air leaked soon after the operation started. The valve seemed to be partially deformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). During visual inspection it was noted the outter gasket was torn making the device non functional. However, it could not be determined what may have caused this condition. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.